Event description:
It was reported that the user experienced difficulty securing a connect adaptor during a supply change, which was addressed by restarting the process, removing the supplies, and swapping the connect adaptor. Customer care provided support that included technical troubleshooting with guided replacement of the suspect component. Investigation of this case revealed a connection or attachment issue with the connect adaptor that resolved with replacement, consistent with an interaction or handling-related issue rather than device malfunction. Symptoms included no adverse clinical effects. Outcomes included resolution of the attachment issue without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was attributable to user technique or component interchange, with no clinical impact.